Event description:
The surgeon stated he was inserting a collamer aspheric three piece lens model cq2015a and the lens flipped under and the leading haptic went through the posterior capsule, there was no vitreous loss or vitrectomy performed. As the injector retracted it tore a piece of the lens optic off. The surgeon enlarged the incision to remove the lens and inserted another same type lens in the sulcus and sutured the incision. No vitrectomy performed. The surgeon stated he may have had the injector too far into the eye which could have caused the leading haptic to tear posterior capsule.

Manufacturer narrative:
Evaluation: method: work order search. Results: a visual inspection of the returned product shows a small portion of the lens optic is torn off and missing. There is a second small tear in the optic of the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search a no similar complaints were found.